Event description:
Additional information was received from a hcp on (B)(6) 2017. It was reported that actions taken regarding the inability to fill the pump included removing the remaining fluid in the pump and refilling the pump. The issue was considered resolved, and the cause was likely air in the septum.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 642 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that at a refill on (B)(6) 2016, the hcp was able to aspirate old drug out for what was expected, but only able to fill the pump with 30 cc instead of 40 cc of new drug before feeling resistance. The hcp just left it at that and updated the pump to 30 cc for the reservoir volume. Proper needle orientation was confirmed. It was stated that the hcp maybe "allowed air bubbles" into the reservoir during the pump refill and a locked reservoir valve procedure was recommended. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.